Event description:
Pt 8 mo post a&p decompression and fusion l3-s, returned to surgery for sciatic pain. During reexploration of l5-s, and removal of posterior hardware the surgeon noted fractures of screws at 3. Right, l5 left, and s. Left, also the right rod was fractured.